Event description:
It was reported that during a lower anterior resection procedure, the surgeon fired the device but it only cut, the staple did not come out. The case was finished by hand sewing. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.